Manufacturer narrative:
Additional information was received that the reported revision/swap was for the non bsn ipg.

Event description:
A report was received that the patient will undergo a revision/swap procedure for an unknown reason.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg); model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient will undergo a revision/swap procedure for an unknown reason.